Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. The analysis revealed that no were anomalies.

Event description:
It was reported that, during an implant attempt, the device packaging was opened and the device was not used. Another device was implanted. No patient compilations have been reported as a result of this event.